Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to infection and erosion. No further patient complications were reported in relation to this event.